Event description:
It was reported that cartridge alarm 20 occurred and that alarm recurred even after attempts to load new cartridges, so pump could not be used to resume insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support assisted with proper loading steps, arranged replacement pump shipment, instructed customer to place malfunctioning pump in storage mode, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return problematic pump using provided shipping label within 10 days.